Event description:
It was reported that after assistance with ilet setup, the user noted a blood glucose of 220 mg/dl trending steady shortly after a meal, and no device alerts or alarms were reported. Symptoms included asymptomatic hyperglycemia. Outcomes included no need for additional assistance and no medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction or alarm activity, and the hyperglycemia was associated with recent meal announcement with expected automated regulation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.